Event description:
It was reported during a therapeutic vaxcel dialysis procedure, the catheter ruptured distal to the suture wing inside of the patient. No further complications resulted with this event. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated that the catheter appeared normal. The possible root cause of this problem cannot be determined. Co believes user technique and/or patient anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Co directions for use outline appropriate placement, access and maintenance procedures.